Manufacturer narrative:
No display anomalies were noted. The insulin pump passed the displacement test and rewind. The insulin pump alarmed during the basic occlusion test due to a cracked end cap. The insulin pump was also received with a cracked display window, cracked case at the display window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube and cracked battery tube threads.

Event description:
The customer reported via phone call that insulin was squirting out during the manual prime process. Customer's blood glucose level was 122 mg/dl. Insulin did not continue to drip after the customer let go of the act button. Customer stated the motor did not slow down nor did the numbers ramp up on the screen. The customer was unable to get out of prime mode. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.